Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) waited for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication metha50uc was stocked on two full-height cubies on medstation m1_ede. Both cubies stocked out, yet no refill notification was sent to the cii safe. The medication remained stocked out for more than five days. Upon reviewing the station inventory on the cii safe, the counts do not match the inventory shown in pyxis. Users were seeking to understand the cause of this discrepancy, as nothing unusual was identified in the all-device events report. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.